Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported healthcare professional assisting the treatment of the patient and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention during the patient's spouse's medical appointment due to hypoglycemia. The patient's blood glucose levels declined to 55 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include feeling unwell and chills. The patient's spouse's healthcare professional (hcp) assisted in addressing the patient's low blood glucose levels and was treated with two orange juices. The patient was discharged on the same day. The patient removed and discarded the pod at the hospital.